Event description:
Pt's sock was removed from left foot to find pooled blood and a deep gash to top of foot, tendons exposed. Further inspection revealed another gash to left calf. It appears pt's foot/leg were cut by the "workings" of the reclining chair in which the pt was sitting.